Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the newly implanted lead dislodged. The lead was removed and a different lead was implanted instead as the physician chose to go with a straight lead to be able to wedge further into the vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.